Event description:
I ordered the cupid baby cup insemination kit online. The founder is a nurse and it's advertised as a medical way to treat infertility. I opened it and it had confusing instructions. After boiling it before use my husband put his semen inside it and it got stuck inside me. He had to force it out of me and when I got it out I was bleeding. Two days later I developed a severe yeast infection that I had to see a doctor to treat. The doctor told me to come here to report this. The cupid baby pregnancy cup cut caused me to bleed when it was stuck and I had to use force to remove it. It was really painful. No smoking or drinking and just wish I could get pregnant instead of a yeast infection and cut vagina that took weeks to heal and I missed another cycle to get pregnant because it hurt too much to have sex..